Manufacturer narrative:
Unit received missing keypad overlay. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to keypad anomaly. Unit received with scratched case and missing display window cover. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that button was already remove. Plastic that cover the button was peel off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.